Event description:
A pt experienced a dislocation in the immediate post-operative period. A revision surgery for stabilization. Over time, the joint progressively subluxed. It was becoming uncomfortable and had minimal motion for the pt. The pt elected to have the implant removed and the joint fused.

Manufacturer narrative:
A review of the manufacturing records was completed. Nothing was identified in those documents that may have caused or contributed to this event. X-rays were also obtained and reviewed.